Event description:
It was reported that balloon rupture occurred. A 3.50mm x 12mm emerge was used to advance. However, the balloon catheter was unable to cross and ruptured at the lesion area. The device was simply pulled out and completely removed from the patient's body. The procedure was completed with a different device. No complications were reported and the patient's status was stable.